Manufacturer narrative:
(B)(4) it has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a valve was implanted to the patient via vp-shunt on (B)(6) 2018 with setting 4 due to communicating hydrocephalus. The patient reported a mild headache. The headache condition did not change, although the pressures setting was successfully changed. It was confirmed that the pressures setting was able to be changed by CT. It was found that csf did not flow to the abdominal cavity side when injection of contrast agent was performed. The revision surgery was performed on (B)(6) 2018 with setting 5. The patient was (B)(6) female. Primary disease: subarachnoid hemorrhage. Csf protein: unknown. It was suspected of blood and debris contamination in the cerebrospinal fluid. No further information was provided by hospital.

Manufacturer narrative:
The previously reported date of device return was incorrect. This report has been updated to reflect the corrected information.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; a tear in the needle chamber was noted as well as the needle guard was slightly raised. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the tear in the needle chamber. The valve was reflux tested and passed. The siphon guard was removed from the valve and tested; no issues found. The valve was then pressure tested and failed. The root cause for the tear in the silicone housing is likely due to user error. As noted in the IFU silicone has a low tear / cut resistance. Previous investigation of this issue concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause for the raised needle guard base, was likely due to user error, as noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.). The root cause to pressure likely is probably due to the raised needle guard obstructing the flow as well as the tear in the silicone housing in the needle chamber. Trends will be monitored for this and similar issues. At present we consider this complaint to be closed.